Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture and causing diaphragmatic stimulation. Therefore, a lead revision was performed and the lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown reasons. No additional adverse patient effects were reported.